Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref 3005334138-2017-00063, 3008452825-2017-00136, 3008452825-2017-00138 during a ventricular tachycardia ablation procedure, a pericardial effusion occurred. After ablating the arrhythmia in the left ventricle, the patient became hypotensive. An intracardiac echocardiogram revealed a pericardial effusion and protamine was administered to reverse heparin. The patient was monitored for 60 minutes with no noted change and the procedure was completed successfully. There were no performance issues with any abbott device.